Event description:
It was reported to philips that the equipment was jammed, and no motorized movement was possible on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power supply and noted an ethernet switch error. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).